Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms in 2016. There was also ra lead noise with oversensing since 2016, and the device was reprogrammed at that time. Now, the device appeared to be undersensing atrial fibrillation (af). Technical services (ts) reviewed programming options. This device and ra lead remain in service. No adverse patient effects were reported.